Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was successfully implanted in a patient. There was no pericardial effusion noted prior to procedure. The patient was in a normal sinus rhythm at the time of procedure. The location of the transeptal puncture was inferior-mid. The guidewire exchange was exchanged/positioning in the left upper pulmonary vein. The patient was administered heparin for procedure and had an activated clotting time (act) level of 302 seconds. There were more than 3 partial recaptures of the occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2025, there was no note of pericardial effusion on a transthoracic echocardiogram (tte). On (B)(6) 2025, the patient arrived at the emergency room with worsening dyspnea. A tte was performed and demonstrated a circumferential pericardial effusion in the area of the left ventricle. The patient was not in cardiac tamponade. It's noted that the patient had been on dual anti-platelet therapy. The decision was made to perform a pericardiocentesis. On (B)(6) 2025, a tte revealed no revealed no returning pericardial effusion. The patient was stable without dyspnea at the time of report. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of pericardial effusion and improper or incorrect method was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible procedural condition (two devices used and multiple deployment attempts) contributed the reported event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There was no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath.¿